Manufacturer narrative:
UDI: see section d for any product information received. Complete product detail has not been received at this time. If further information is received, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address osteolysis behind the femoral component and loosening of the femoral and tibial components at the cement to implant interface. Cement manufacturer is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The received devices were forwarded to commercialized product development for evaluation. There is no evidence suggesting the devices contributed to the reported event with the provided information. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.